Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 connectivity issues with a dexcom transmitter issue occurred. Data was provided for evaluation. The confirmation of the complaint is confirmed. The probable cause was potential patient misuse. No additional event or patient information is available.